Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. There was a pinhole 5mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, it failed to cross the lesion and it was noted that the balloon was torn and burst due to lime lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, it failed to cross the lesion and it was noted that the balloon was torn and burst due to lime lesions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.